Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only one catheter was returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. One returned catheter was attached to the device and presented with powder inside the tubing. Both the device and the catheter presented with powder on the exterior. Loose powder was present in the front nozzle of the device. When tested as returned the device sprayed as intended. The returned catheter was attached for testing and sprayed as intended. The co2 cartridge discharged when deactivated and was fully punctured. The lance appeared to be correctly positioned and beveled. At this time, the regulator components sprang apart so no further testing could be done. All components were accounted for in the assembly of the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device and catheter could not confirm the occurrence because the device sprayed as intended. However, the user indicated that the device failure was that "the first catheter occluded due to fluid," since we only received one catheter with the device and do not have any indication on whether this was the catheter used in the occurrence or the unused catheter, we consider this complaint confirmed based on the user's description of the event. The root cause of the clogged catheter is unknown. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." To assist the user in preparing and using the device, the instructions for use states, "remove device from package and attach catheter to handle, ensuring connection is secure... Before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air... Slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a hemospray endoscopic hemostat. The first catheter occluded due to fluid and the user feels this is an issue with the catheter as it was flushed with air. The second catheter was not used; the procedure was aborted. The district manager will be visiting the facility to provide additional in service to the user. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.